Manufacturer narrative:
H10: internal complaint reference: (B)(4) this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a bhr surgery performed to the plaintiff on (B)(6) 2011 it was noticed that the patient had extremely hard acetabular bone with subchondral sclerosis layer, being almost 9-10mm thick. This required extensive reaming to gain any bleeding bed. After this, the patient experienced a progressive pain and a large cyst was noticed in an MRI on (B)(6) 2024. A revision surgery was performed on (B)(6) 2024 due to a loose femoral component and the pain mentioned. The acetabular component and femoral head were explanted and replaced with s+n implants (9 standard polarstem, 40mm +8 oxinium head, 60/40 +0 degree polyethylene liner and 60mm redapt revision acetabular cup). The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup and head. This failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be definitively confirmed; however, it cannot be determined to what extent the increased anteversion due to the sclerosis noted on the implantation had on the retroverted acetabular cup and loose femoral component. As well the retroverted acetabular cup could lead to increased loading and to the loose femoral component. The bhr surgical technique (10/10 rev a 4567-0103) indicates, ¿the acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle.¿ a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Corrected data: h6 (health effect - clinical code).